Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor gel implant placed experienced rupture on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Implant date, event date, and other components of this event were not provided. If this information becomes available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on february 3, 2021. The impacted product was a mentor smooth round spectrum 325cc saline prostheses (catalog#: 3501450). However, two different lot: (7457956 / 7535440) and serial numbers: (B)(6) were provided. We do not know the side of the device issue so d4 has been updated to reflect that either of these lot / serial numbers could belong to the impacted product. Additionally, the implant date provided for 7457956-074 was on (B)(6) 2017. The implant date provided for 7535440-022 was on (B)(6) 2018. Mentor is defaulting to the earlier of the two dates and using on (B)(6) 2017 as the estimated date of implantation of the complaint device. A manufacturing record evaluation was performed for the finished device 7457956 number, and no non-conformances were identified. Manufacturing date: apr/24/2017. Expiration date: apr/23/2021. A manufacturing record evaluation was performed for the finished device 7535440 number, and no non-conformances were identified. Manufacturing date: jan/12/2018. Expiration date: jan/05/2022. Manufacturer¿s reference number: (B)(4).